Event description:
It was reported that a year and half post-implant of a realize adjustable band, the tubing was found to be cracked. Under fluoroscopy when saline solution was injected, it showed it going in, blue dye test identified where the leak was. The port and tubing were replaced. It was not reported how many adjustments the patient had, the amount of the adjustments or the volume of fluid in the band upon removal. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)4). Cracked upon microscopic evaluation, it was observed that the catheter was returned punctured near of the end of the locking connector. It can tentatively be concluded that leakage on the tubing (catheter) might be the result of a inadvertent perforation of the tubing by a huber needle during band adjustment. Detailed instructions are provided within the IFU for adequate techniques for band adjustment procedure. A DHR review was conducted, and no discrepancies were observed during the manufacturing process. A review of the manufacturing process was performed and it was observed that all balloon are 100% leak tested prior to be packaged and released for distribution; therefore manufacturing issue could not have contributed to this event.